Manufacturer narrative:
A ge service rep evaluated the system and replaced the cross arm brake assembly. System operates as intended.

Event description:
Customer reported the cross arm brake is not holding. No pt injury was reported.